Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was contrast and blood in the inflation lumen. The balloon was loosely folded. Magnified inspection revealed a pinhole at the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the pinhole. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Intravenous ultrasound (ivus) was performed which revealed a 90% stenosed target lesion located in the moderately tortuous and severely calcified proximal to distal left anterior descending (lad) artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for pre-dilatation. Dilatation was performed from distal to proximal lesion several times; however, on the sixth inflation at 18 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported, patient's vital signs were stable, and the patient's status was good.